Event description:
During the follow-up performed on (B)(6), 2010, the physician observed that the atrial arrhythmia was conducted to the ventricle on ECG; the physician requested explanations why the mode switch feature was not working as expected, with high ventricular pacing rate (above 100 min-1, but 120 min-1, which was the programmed maximum rate).

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.